Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up for a separate event. The peritoneal dialysis nurse stated the patient was diagnosed with peritonitis in (B)(6) 2018, the exact date is unknown. The patient had presented to the clinic with cloudy effluent. The patient was treated/prescribed ceftazidime (route, dose, strength, frequency and duration unknown). The peritoneal dialysis effluent culture was negative for growth, but was to be re-cultured (no results provided). The patient continued to complete peritoneal dialysis therapy during the event and was not hospitalized. The peritoneal dialysis nurse stated peritonitis was caused by touch contamination.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
...